Event description:
A customer's father reported the customer received an unspecified higher than feels reading "above 100 mg/dl" on their adc meter and experienced vertigo, tremulousness and nausea with a subsequent loss of consciousness. Although the customer reportedly was seen by a doctor who diagnosed her with hypoglycemia, no medical treatment was provided. The customer reportedly self-treated with glucose tablets and orange juice to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.